Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: the black box shows loss of prime related with a cartridge change on (B)(6) 2016 12:12; deliveries resumed 23:00. Pump was manually suspended on (B)(6) 2016 00:51 and manually resumed at 00:58. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdds add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaws occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose of 512mg/dl with nausea, crankiness and trace ketones. The patient was taken to the emergency room and treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting there was an issue with the quality of insulin. The reporter stated that the healthcare professional was insistence on replacing the pump. This repost is being made due to the bg excursion the patient experienced due to a history settings issue.